Event description:
A trimed sales rep reported on 22 apr 2021 that a removal surgery on (B)(6) 2021 had to be performed on a patient that has had the devices implanted for 17 years. The removal was prompted because the patient began feeling discomfort in the wrist joint. During the removal it was determined that the two screws causing the joint discomfort were stripped and unable to be removed. The surgeon tried removing the screws with trimed's removal kit as well as 2 other companies removal kits with no success. The devices remained implanted and will continue to monitor the patient.